Manufacturer narrative:
The investigation is ongoing. However, if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report that affinity 4 bed frame had CPR function not working. There was no patient/user injury, medical intervention, symptom, or adverse event reported.